Manufacturer narrative:
Calibration was last performed on 07-sep-2021. Signal 1 was slightly lower than expected. Qc data was provided for the dates of 01-sep-2021 through 04-sep-2021 and the results were within specification. Preclean short and abnormal sample aspiration errors were observed during review of the alarm trace data. Based on the data provided, the cause of the event could not be determined. Neither a general instrument or reagent issue were identified. The investigation did not identify a product problem.

Event description:
The initial reporter complained of a discrepant high result for 1 patient sample tested for elecsys testosterone ii assay (testosterone ii) on a cobas 6000 e 601 module. The initial result was >1500 ng/dl with a data flag. The repeat result was 8.45 ng/dl. The sample was repeated twice with a manual 1:10 dilution with results of 9.05 ng/dl and 8.83 ng/dl. On (B)(6) 2021 a new sample was obtained and the result was 9.24 ng/dl. This result was reported outside of the laboratory. The questionable high result was not reported outside of the laboratory. The testosterone ii reagent lot number was 52200101 with an expiration date of 31-may-2022.